Event description:
It was reported that the nurse was not able to lock the transfer set tightly with the adaptor. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13e02083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and the evaluation is complete. A visual inspection, leak test, clear passage test, and clamp function test were performed with no issues noted. An integrity of seal test was performed with no issues noted. The interior diameter was measured and was found to be within specification. The reported problem could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A batch review will be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Health professional is being replaced with consumer as this event was reported by the patient. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.